Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigations papers alleged: discomfort, squeaking, pain, and soreness, which in turn negatively affected his ability to walk, move and sleep.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigations papers alleged: discomfort, squeaking, pain, and soreness, which in turn negatively affected his ability to walk, move and sleep. **update**(B)(6) 2012 - medical records were received. The revision op report indicated the patient was revised to address infection following a teeth cleaning. The complaint was reopened to add the adapter sleeve and stem. ***update: clinical report was received. The clinical report states: musculoskeletal problems leading to revision of hip. Implant and explant dates have been clarified.